Manufacturer narrative:
This report is submitted on september 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2016. Additional information has been requested but has not been made available as of the date of this report.